Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cubie drawer was failed to recover. A field service engineer confirmed that the issue was resolved. The system functioned as intended after the customer resolved the issue. E3 - other occupation - systems administrator (information technology)

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es drawer was unable to recover. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.